Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: june 21, 2016. (B)(4).

Event description:
An end user reported the tape collar was "well adhered to her skin" and as she attempted to remove the tape collar she developed three small skin tears. According to the end user, the wafer was too small and it leaked within one hour, requiring a change and the subsequent skin tears.